Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie located in the auxiliary drawer 4 failed to open. A field service engineer removed the cubie and replaced it with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the cubie situated in auxiliary drawer 4 was unable to open, leading to a complete failure of the drawer. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.